Event description:
It was reported that the hydraulic jack was drifting. This was noticed during a medical procedure. There was patient involvement; however, no adverse consequence were reported and the procedure was completed successfully. .